Event description:
During set up using custom pack, the pre-bypass filter was leaking. It was discarded, circuit used without incident. Filter was not saved.

Manufacturer narrative:
The device has not yet been returned to for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).